Manufacturer narrative:
Per further clarification with the clinic, the patient's wound infection was due to a magnet dislodgement following an MRI scan and subsequent magnet replacement (specific dates not reported). It was reported the patient was treated with oral and intravenous antibiotics (specific dates and duration not reported). This report is submitted on june 11, 2021.

Manufacturer narrative:
This report is submitted on 24 march 2021.

Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an unspecified infection. The patient has not been reimplanted with a new device as of the date of this report.